Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be more depleting quickly for the past year. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information regarding the reported issue and declined to complete troubleshooting with tandem technical support.